Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that during a shoulder arthroscopy case, the unit was plugged in and it did not work or provide suction. It was further reported that the user tried to clear what might have been a clog. The occlusion could not be cleared and the unit could not pull out fluid. A second unit was used to finish case.